Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.

Event description:
Clinical study #0313-1015. Same case as MFR #6000093-2006-00827, 6000089-2006-01255. It was reported that 4 days after the index procedure, the pt expired. The index procedure treated 2 target lesions. Target lesion one was the ostial portion of the left main coronary artery (lmca). The physician direct-stented the lesion using a 4.5x16mm taxus express2 stent. Residual stenosis post deployment was noted to be less than 30%. Target lesion 2 was a bifurcated portion of the proximal lad. The physician direct stented the lesion using both a 3x24mm taxus express2 stent and a 2.75x12mm taxus express2 stent. The 2 stents in the proximal lad overlapped the stent in the left main. The pt was discharged one day post index procedure receiving aspirin and plavix. The site reported that the pt expired in the emergency dept 4 days later from pulmonary edema. The post mortem also included left ventricular failure, ischemic heart disease, and diabetes mellitus as contributory to the death. In the opinion of the physician, there is a possible relationship between the taxus stent, index procedure and the death.